Event description:
It was reported that a solution administration set experienced free flow when a roller clamp did not close properly. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection revealed that the axis of the roller was fractured. The underwater leak test revealed that the roller clamp could not be closed. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.